Manufacturer narrative:
The holes in the extension tubing were replicated by engaging the extension clamps with the guidewire in place and attempting to remove the guidewire with the clamp still engaged. This technique is contraindicated in the device's labeling.

Manufacturer narrative:
When the catheter was flushed, two pin hole leaks were noted in the arterial extension. The holes appear to be directly across from each other. A definitive root cause could not be determined, but it is determined that a likely cause of the pin-holes is a puncture with a sharp instrument such as a needle.

Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the return of the device sample for evaluation. When the investigation is complete a final report will be submitted.

Event description:
A leak was detected in the extension line after the second dialysis session.